Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately calcified, distal superficial femoral artery (sfa). A 5.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced with no resistance to the lesion and on the first inflation the balloon ruptured at a pressure of 2 atmospheres. A new 5.00x 40 mm armada 35 pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.